Event description:
It was reported by the patient that their lead "cracked". The right ventricular (rv) lead was explanted and replaced. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)